Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of pelvic pain ("persistant pelvic pain rather on the right side with a maximum score at 5/10") in a 51-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced headache ("worsened headaches"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vertigo ("rotary vertigo") and amnesia ("loss of memory since the placement of essure"). The patient was treated with surgery (bilateral coronectomy - both essure implants removed on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, headache, vertigo and amnesia outcome was unknown. The reporter considered amnesia, headache, pelvic pain and vertigo to be related to essure. Most recent follow-up information incorporated above includes: on 23-jan-2019: this case was identified of a duplicate of case (B)(4) (instead of (B)(4) as imported). All the information in this case were transferred in case (B)(4). This case will be deleted from argus database. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a pharmacist and describes the occurrence of pelvic pain ("persistant pelvic pain rather on the right side with a maximum score at 5/10") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced headache ("worsened headaches"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vertigo ("rotary vertigo") and amnesia ("loss of memory since the placement of essure"). The patient was treated with surgery (bilateral coronectomy - both essure implants removed on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, headache, vertigo and amnesia outcome was unknown. The reporter considered amnesia, headache, pelvic pain and vertigo to be related to essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.